Manufacturer narrative:
Additional information: device evaluation: the box of the complaint product was received but only the dfu (direction for use) and label stickers were returned in the box. The device was not returned for evaluation. Therefore, product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one additional complaint was received from this production order but no product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion, the capsule tore, the doctor noticed vitreous coming around the lens. A vitrectomy was done and the lens was removed from the patient's right eye. The patient has recovered. No other information was provided.